Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with phone application (samsung sm-f711u, android os: 13, application v. 3.4.2). The customer reported that due to this issue, they experienced felt cold, vomiting, and loss of consciousness. Healthcare professional was called and the customer had blood pressure and glucose checked. The customer was provided water, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the adc device, with use with phone application (samsung sm-f711u, android os: 13, application v. 3.4.2). The customer reported that due to this issue, they experienced felt cold, vomiting, and loss of consciousness. Healthcare professional was called and the customer had blood pressure and glucose checked. The customer was provided water, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor patch was visually inspected and no issues were observed on the sensor patch. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.